Event description:
It was reported that a plum 360 at 2100 hours was observed to have delivered 0 ml of phenylephrine 80mg/250ml to a critically ill patient in the intensive care unit (ICU). During inspection upon hypotensive episode, the drip chamber appeared to be dripping and all indication lights on the pump stated that it was pumping. In an attempt to remedy the situation, the clinician tried to stop the pump but the pump was unresponsive. The medication was immediately placed on a new pump at the time of discovery and the patient's blood pressure improved. Upon removal, the cassette was wedged tight in the insertion slot and took significant force to remove. The cassette was assessed and no damage was found, so to assess its function it was placed into a new pump and not discarded. The pump had not been touched in any way other than clearing the infusion volumes q1h. (B)(6) did verify that the pump had been programmed correctly by using the reporting tools. The issue was resolved since the pump was taken out of service, tested by biomed, pm performed, and cleared for use. There was patient involvement and no harm was reported. No additional information is available at this time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The customer reported on june 17, 2022, wrt plum 15.11 serial # (B)(6), an incident on may 31, 2022, where the pump, while appearing to infuse, actually delivered 0 ml medication to the patient and was unresponsive when they attempted to stop the pump. The customer added that the infusion was started on june 30, 2022, @ 23:47, that the cassette was found ¿wedged tight and requires significant force to remove¿, and that their biomed subsequently tested the pump and cleared it for use stating they did not intend to return the pump to ICU medical. Because the second report specified a date subsequent to the date of report, engineering evaluates they intended to state the infusion was started on may 31 @ 23:47. R&d engineering obtained the mednet event/alarm log report for plum 15.11.00.018 serial # (B)(6) covering may 30 to june 03, 2022. Engineering reviewed the event/alarm log. Conclusion: engineering evaluation of the pump, up to 14:34 on 05/31, was delivering medication correctly per design. The absence of subsequent logged events and the presence of the e437 s/w failure alarm indicates a device failure which (probable cause) explains the subsequent reported failure to continue delivering medication and inability to stop the pump. The complaint is confirmed. As the customer reported testing the pump and clearing it for use, engineering evaluates the e437 alarm did *not* continue and that the pump is suitable for use. Due to the pump not being returned by the customer to ICU medical, a more detailed analysis and evaluation could not be performed. The 12-month service history was reviewed, and no previous complaints were reported.